Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient would have a ddd implantable pulse generator implanted on (B)(6) 2018. During the procedure, the capture, sensing and impedance measurements were not good on the right atrial lead. The physician attempted to implant another atrial lead but the capture, sensing and impedance measurements were again, not good. A vvi implantable pulse generator was implanted instead. All measurements were good. No additional information was reported.

Manufacturer narrative:
A complete lead was returned in one piece measuring (B)(4) cm. Analysis was normal. No anomalies were found.